Manufacturer narrative:
The customer's report of a tubing separation was not confirmed due to the reported suspect set not being received for evaluation. The reported associate set was received with missing components along with components not assembled correctly onto the set; however, these observations are consistent with the customer¿s bd account executive feedback that set samples were broken apart by the customer for demonstration purposes. The as-received set was visually inspected for kinks, holes/tears in the tubing or damages to the components. It was observed that the expected retainer rings were not present on both engagements of the silicone segment to the upper and lower fitment components the root cause was not identified.

Event description:
A general complaint of tubing separation from a site visit. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
The affected associate product was received on (B)(6) 2019.

Event description:
A general complaint of tubing separation from a site visit. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
The affected associate product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A general report was received of tubing separating.